Manufacturer narrative:
Additional information was received that the lead that was shredded and had high impedance was a competitive device. Due to the condition of the competitive product, the physician opted to replace it with a bsc product. S8 connectors were returned as they were opened but were not used. The physician confirmed that there was nothing wrong with the bsc products.

Event description:
A report was received that during the patients implant procedure high impedances were noted on the patients lead when the connectors were used. It was noted that one tail of the lead was shredded. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-9208-15e, serial#: (B)(4) description: scs s8 adapter trial, 15cm.

Event description:
A report was received that during the patients implant procedure high impedances were noted on the patients lead when the connectors were used. It was noted that one tail of the lead was shredded. The patient underwent a lead replacement procedure and was doing well postoperatively.